Event description:
It was reported that difficult tear-off during dilatation. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty removing the microintroducer sheath is confirmed; however, the exact cause is unknown. One video of a microintroducer sheath was returned for evaluation. An initial visual observation of the video showed the peeled microintroducer sheath. There was what appeared to be extra material on the t-handle around the catheter, preventing easy removal of the catheter from the sheath; however, there were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that difficult tear-off during dilatation. No other information provided, at this time.